Event description:
The MFR received info alleging a ventilator's display screen was black. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The ventilator's display screen was replaced to address this issue.